Manufacturer narrative:
No button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The device passed self test and unexpected restart error test. No unexpected restarted alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The device was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to moisture. The customer's blood glucose level was 5 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.